Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found no damage or irregularity. After destructive testing, it was found that the coil was kinked, stretched, and detached within the sheath. The handshake connection was not present to the device upon device return. The burr housing was dismantled to inspect the sheath.

Event description:
Reportable based on device analysis completed on 18nov2024. It was reported that the burr got kinked. The 38mm x 2.5mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During the procedure, it was noted that the burr got kinked and it could not be delivered. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the coil detached within the sheath.